Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information is limited to the content of the article. The article does not report that any specific device malfunction or alleged post-op complication was caused or contributed to the use of the bd/bard mesh used to treat the patients. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hernia recurrence is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. Note, the date of event (01-jan-2010) is considered to be a best estimate. This MDR represents the bard soft mesh. An additional MDR was submitted to represent the 3dmax light mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "transabdominal preperitoneal hernia repair - risk of operation for recurrence depends on choice of both mesh and fixation device - a study from the danish hernia database" this large registry - based cohort study analyzed outcomes of laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repairs, focusing on the impact of mesh fixation method and mesh type on the risk of reoperation for recurrence. The study addresses a gap in previous research by comparing multiple fixation techniques and mesh types in a single population over a long - term follow-up. Data were obtained from the danish hernia database, covering 49,029 tapp repairs performed between january 2010 and december 2022. Inclusion criteria: adults (less than or equal to 18 years) undergoing elective primary inguinal or femoral hernia repair with mesh via tapp. Exclusion criteria: open repairs, conversions, robotic or totally extraperitoneal repairs, unclear data, or cases with strangulation-tumor findings. Mesh types included bard soft mesh, bard 3d light mesh, and other commonly used meshes. Outcomes were assessed using 5-year reoperation rates and adjusted hazard ratios (ahr) via multivariate cox regression, correcting for confounders such as hernia size, type, sliding hernia, and center volume. Among 49,029 repairs, 1,752 patients (3.6%) required reoperation for recurrence over a mean follow-up of 5.76 years. Tack fixation had the highest 5-year reoperation rate (5.3%), while glue fixation (1.8%) and self-fixating meshes (1.3%) had the lowest. No fixation showed intermediate risk (4.0%). Adjusted hazard ratios confirmed that non-penetrating fixation methods significantly reduced recurrence risk compared to tacks. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.